Event description:
The customer's mother reported via phone call that the insulin pump had a crack and was exposed to moisture. The customer's mother stated that the crack was located above the up arrow key and around the reservoir cap. The customer's blood glucose was between 150 and 200 mg/dl. The caller did not know how the damage had occurred. The caller stated that the customer had gotten into the ocean with the insulin pump on, and the device began beeping. She observed a number 3 on the screen and a constant sound of an alarm tone. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage at the electronic assembly. The insulin pump was received with moisture damage at motor assembly. The unit was monitored and no constant tone was observed. The unit was received with a minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked liquid crystal display window.